Event description:
The manufacturer received information alleging a ventilator was alarming for "circuit disconnect" alarm and "low minute ventilation". The patient turned pale and his/her spo2 value dropped to the range of 50%. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.